Manufacturer narrative:
(B)(4). Date sent: 3/2/2021. D4: batch # u95u24. H6: component codes: others (g07). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device and visual analysis of the returned sample determined that the er420 device was returned without apparent damage with a clip in the jaws. A conforming clip was returned inside a plastic bag. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed one conforming clip. The event described could not be confirmed as the device performed without any difficulties noted and no product defect was identified. Although no conclusion could be reached regarding the cause of the reported event, the instructions for use do contain the following: "caution: if a clip is dislodged prematurely from the jaw tip or fails to advance, remove the instrument from the patient. Completely squeeze the trigger to refire the instrument and then continue product use after successful firing." As part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve gastrectomy the clips were scissoring. The procedure was completed with a like device with no patient consequences.